Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
The carey-alzate-coons double lumen gastrojejunostomy tube was placed two months ago during a gastrojejunostomy. Now there have two leaking spots detected. One has been in the outer part of the patient. The second has been intragastric in the jejunum part of the tube. This has been detected during a routine x-ray control of the tune. The whole system has to be removed and has been replaced without problems. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.